Event description:
About two months before, the pt underwent the surgery with the small xia. Afterwards, the surgeon confirmed x-ray. And he found that the offset connector broke. Therefore, the surgeon removed the broken connector and the pt underwent the revision surgery. The surgeon requested the investigation of the broken offset connector.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.